Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnostic procedure. The assigned examination was delayed and was completed by using mobile c arm. It was reported to philips that the system unable to perform geometry movements. Upon troubleshooting philips field service engineer (fse) went onsite and checked geo pc was powered on, check hdd on geo pc that led was green. Fse cleaned swivel brake and performed troubleshooting again to find rmt - current & position error on swivel movement. To resolve the issue, fse performed swivel calibrations and replaced swivel pot - proscribe with tsmb and reinstalled the software. After replacement, the system returned to use in good working order.